Manufacturer narrative:
It was reported that the patient underwent mesh revision, total vaginectomy, enterocele repair, complex posterior colpoperineorrhaphy with minimal anterior repair at the apex, cystoscopy on (B)(6) 2006 due to enterocele, rectocele, erosion of vaginal mesh, sui, urge incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05345. The same patient is represented in each medwatch

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat a dropped bladder. It was reported that following insertion the patient experienced problems with bowel movements, tenderness, infections requiring 3 months of antibiotics, dropped bladder pain and discomfort, and mesh merging with bladder. It was reported that the patient underwent stents on (B)(6) 2007, (B)(6) 2008, and (B)(6) 2012. No additional information was provided. (B)(4).